Event description:
The customer called philips to report that their mp30 bedside monitor caught on fire while plugged in. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer called philips to report that their mp30 bedside monitor caught on fire while plugged in. The device was not in use on a patient at the time of event, there was no adverse event reported.